Event description:
It was reported by the customer "faulty introducer in the bard midline kit. I had to open another kit for the procedure." Add info rcvd 06/15/2022: "this incident happened in the facility at around 11:30am. After I successfully obtained access with excellent blood returned and the guidewire advanced with no problem. Patient¿s skin is kind of tough during the needle puncture, therefore after I advanced the guidewire, I nicked the patient¿s skin prior to inserting the introducer. I had difficulty advancing the introducer even with the twist and push motions. Apparently, the gray rubber tubing that wrapped around the introducer had ripped apart which prevented me from advancing the introducer any further. I had to opened a new midline kit for another 4fr introducer."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refz2022 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "faulty introducer in the bard midline kit. I had to open another kit for the procedure." Add info rcvd 06/15/2022: "this incident happened in the facility at around 11:30am. After I successfully obtained access with excellent blood returned and the guidewire advanced with no problem. Patient¿s skin is kind of tough during the needle puncture, therefore after I advanced the guidewire, I nicked the patient¿s skin prior to inserting the introducer. I had difficulty advancing the introducer even with the twist and push motions. Apparently, the gray rubber tubing that wrapped around the introducer had ripped apart which prevented me from advancing the introducer any further. I had to opened a new midline kit for another 4fr introducer."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a longitudinal split in the distal end of the microintroducer sheath. One side of the split was observed to be flared and bulged slightly. Blood residue could be seen on and within the sample in the returned photograph. While the cause of the damage observed on the sample in the returned photograph could not be determined, possible contributing factors include sharp instrument damage, device damaged prior to or during insertion, and insertion technique.